Event description:
The 4076-58 (B) (4). The physician tested the screw-in lead to observe for helix extension. He tried the first time, but the helix could not be extended out. He tried again and he need to rotate the fixation tool 20 times before the helix could extend out. The physician decided to abandon the lead. Sales rep opened a new lead and physician continues with the procedure. On (B) (6) 2010: this was reported during the implant procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; (B) (4) full lead returned.